Event description:
Freestyle libre 3 plus sensor with serial number (B)(6) not on recall list producing multiple alarms for readings below 60 mg/dl when accu chek meter showed readings approximately 20 mg/dl higher. This is a new sensor ending on (B)(6) and I had the same issues yesterday. I use a reader (1.0.12, version 1.08.3.1c) to see my numbers and the reader's self test indicated no errors. In addition to sleep loss with the alarm going off 4-6 times a night, potential problems are that I consume too many carbohydrates trying to raise my blood glucose to what my reader shows is a safe level.